Manufacturer narrative:
Based on the customer submitted data, a previously clotted patient sample may have affected subsequent patient testing including the patient sample in question. Troubleshooting performed may have dislodged the clot and/or the clot may have been slowly pushed out by the succeeding samples tested. Unfortunately, the current hardware design cannot always reliably detect pre-analytic issues like clotting in the sample. Using mchc result may be helpful to judge if sample is clotted or not. In this case, for example, a previous sample had an mchc of 23.7 mmol/l, which is out of range and could have been an indicator for the presence of clots. The repeat runs generated valid mchc results. In addition, the customer identified a crack in the tubing connected to the hgb dilution cup. The customer replaced the tubing which, per customer, had resolved the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Review of historical quality metrics did not find any adverse trend or product issue related to the reported incident. There is no product deficiency identified for the cell-dyn sapphire analyzer, list number 08h00-01, related to the complaint incident.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that the cell-dyn sapphire analyzer is generating 0093 short sample error messages with asterisk parameter values (invalid data) and very low hemoglobin and mchc values. One sample generated an initial hemoglobin result of 6.5 g/dl (with no flags) and the result was reported out of the laboratory. The patient's hemoglobin value the previous day was 11.7 g/dl. The physician was notified of the erroneous low result. No adverse impact to patient management was reported.